Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive with the ID now covid-19 assay on a nasopharyngeal sample on (B)(6) 2022. Confirmation testing via an unknown pcr platform on (B)(6) 2022 generated negative results. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174251with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m174251, test base part number 190-430 / lot: m174251. The lot met the required release specifications. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.